Manufacturer narrative:
UDI: (B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The reported complaint was confirmed from the evaluation of the returned mayfield swivel adaptor. The swivel sleeve is seized onto the swivel body. Parts of the device are worn and need to be replaced. General maintenance and cleaning required at this time. The observed condition is likely caused by wear and tear of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 3004608878-2020-00641.

Event description:
This is 2 of 2 reports. It was reported that the adaptor was seized and can't swivel. There was no known patient injury or surgery delay.